Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with anti-inflammatory injection (further details not specified) during the hospitalization for the event of peritonitis. The patient recovered from the peritonitis. At the time of this report dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
Concomitant medical products: dianeal pd4 1.5% 2l, dianeal pd4 2.5% 2 l. Should additional relevant information become available, a supplemental report will be submitted.